Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was supposed to have a dye study but declined to have it. There were no volume discrepancies present at all. It was further reported that the patient wanted oral medications but the physician was not willing to give any. Patient wanted pump removed. It was further reported that there had not been three catheter issues, just a catheter issue in 2011, (refer to manufacturer report # 3004209178-2013-23592 for the first surgery reported). The physician reported that the patient ¿just thinks they have an issue because they want more pain relief.¿ it was unsure why the patient wanted more medication as it was reported that ¿it had been working very well.¿

Event description:
It was reported that the patient had surgery because the line was leaking. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).